Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site after taking a spin, they couldnt get e-stop to clear and open gantry, so they rebooted the system and then began attempting to resolve issue. After reboot, e-stop still wouldnt clear so they tried to manually open the door, as patient was on table. They then realized the dongle was loose, and re-seated dongle. Able to clear e-stop, but gantry was not opening properly and needs to be checked out. This issue occurred intra operatively and caused no surgical delay. There was no reported impact to the patient outcome.

Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and found the rear dongle screws were broken off. Estop could not be cleared. When the site tried to manually move the rotor the belt on rotor tractor drive was stripped off. Replaced rotor tractor drive and tested. Removed old dongle and broken parts and installed new dongle. Performed system checkout. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000210 ; product ID: bi71000192, product ID: bi71000210; product ID: bi71000192, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "door open issues." Test drive assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. The belt was damaged when the site tried to manually move the rotor. Damaged drive assembly. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, serial/lot #: (B)(6). MDR codes: b01, c07, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.